Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the receiver that occurred on (B)(6) 2016. Advised patient to perform a paperclip reset. Signal was not resolved. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(6) 2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.